Manufacturer narrative:
The reported event of impedance anomaly and connection anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported during an implant procedure on (B)(6) 2025, there was high pacing impedance on the implantable cardioverter defibrillator (ICD). There was a connection issue alleged with the device and the device was not used and replaced within the same operation. Post-procedure the patient was stable.